Manufacturer narrative:
E1:patient city: (B)(6).patient country: united kingdom.zip code: (B)(6).name: medtronic minimed,street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that the patient experienced tape not sticking event on (B)(6) 2026. The product did not adhere when patient was working.